Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed multiple high alarms and downstream occlusion. A functional test was performed and the reported issue was not duplicated, however multiple high alarms were confirmed in the history log. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 45986. The event occurred during testing. There was no patient involvement, no patient injury was reported.